Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a cybersecurity upgrade. The attempt put the patient¿s pacemaker in back-up vvi which made the patient feel very uncomfortable. The pacemaker was restored to its original settings and the cybersecurity upgrade was not re-attempted. The patient was stable after the restoration.